Event description:
(B)(4). During a procedure, the patient experienced a burn under the grounding pad.

Manufacturer narrative:
An event of a patient burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided. The correct MFR number is (B)(4).

Event description:
During a cervical radiofrequency ablation procedure, a patient burn occurred. The grounding pad was placed on the shoulder with no wrinkles noted. The burn was applied with saline, ice, and bacitracin before the patient went to the ER where silver silvadene was applied. There were no performance issues noted during the procedure.

Manufacturer narrative:
An event of a patient burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn could not be conclusively determined.